Manufacturer narrative:
Additional information received that the broken part was incorporated into the filling. Treatment finished and no further treatment necessary. Investigation: we were informed about a breakage from 2012 and the product was thrown away. No product and no lot will be received therefore no investigation possible. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x file broke during use. The broken part remains in the root canal. The outcome of this event is unknown as of this MDR. Further information pending.